Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the investigation results, white foreign material in the a/w cylinder and a/w channel, and c-cover was burnt, could not be identified. It was unknown if there were deviations in the reprocessing steps since it was not performed in accordance with CAPA-201632 regarding the reprocessing steps confirmation by the user. We could not conclusively specify the cause of the foreign material remained in the device from the obtained information. Regarding the c-cover was burnt, we could not presume on the cause of the event from the obtained information. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿IFU states that detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. Also, 4.3 using endo therapy accessories describes how to prevent this. IFU states that preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor the field performance for this device.

Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited a white foreign material on the air/water (a/w) cylinder, a/w tube, and there was a burn on the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.